Manufacturer narrative:
Continuation of concomitant: ddmb1d1 ICD, implanted: (B)(6) 2017.

Event description:
It was reported the patient presented with a three to four day history of fatigue and chills. It was also reported the patient developed an infection and the blood cultures grew (B)(6). The patient was discharged home on intravenous antibiotics and while at home developed a progressive erythematous rash. The patient was re-admitted and discharged on oral antibiotics. Following, the patient was re-admitted and the implantable cardioverter defibrillator system was removed due to persistent positive blood cultures and echocardiographic evidence of lead vegetation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient also had shortness of breath.